Manufacturer narrative:
Medtronic received the following information from a journal article entitled; factors influencing the recurrence of arterial involvement after surgical repair in behçet disease. Gaudric j, jayet j, saadoun d, et al. Journal of vascular surgery. 2020 nov;72(5):1761-1769 doi: 10.1016/j.jvs.2020.01.076. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in patients for the treatment of aortic aneurysms. Many patients also had treatment for peripheral aneurysms. All patents had a diagnoses of behçet disease. The following adverse events were observed; infection, rupture, hematoma, acute renal failure , limb ischemia, aneurysm expansion/pseudoaneurysm, thrombosis. Patient deaths were reported but there was no causal link that a valiant stent graft caused or contributed to these deaths.